Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The patient's relevant medical history was not provided. It was reported the patient had their pump removed due to an infection. The patient noted they had a nocardia bacterial infection in 2006 that her doctor said had caused her body to reject the pump. No further information was provided. Follow-up was being conducted to obtain device information, cause of the infection, drug information, diagnostics performed and indication for use. If additional information is received, a follow-up report will be sent.